Event description:
Litigation alleged the patient suffered pain, discomfort, metallosis, pseudotumors, damage to surrounding bone and tissue, stiffness, inflammation, infection, chromium and cobalt toxicity and decreased mobility as a result of the implanted asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.